Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no objective evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker system exhibited intermittent pacing impedance spikes on the right atrial (ra) lead and right ventricular (rv) lead. The patient's ra and rv leads were non-boston scientific products. The ra lead impedances increased form 500 ohms to 1200-1400 ohms, and the rv lead impedances increased form 400 ohms to 800 ohms. In addition, there were occasional spikes in the ra and rv thresholds, and intermittent capture was seen on the ra lead. Boston scientific technical services (ts) discussed this could be a spring contact issue in the device header, and recommended troubleshooting options. This pacemaker remains in service. No adverse patient effects were reported.